Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au680 clinical chemistry analyzer. The fse inspected the instrument and found that the buffer was not mixing causing concentration value to increase. The fse determined the failure mode was due to malfunctioning buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported obtaining erratic ise (ion selective electrode) patient results which includes na (sodium), k (potassium) and cl (chloride) on their au680 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.